Event description:
Proxy biomedical was notified on (B)(6) 2013, via email by the polyform distributor (B)(4) that they have received a complaint on (B)(6) 2013, regarding a polyform product from a pt's legal rep. The complaint states that as a result of the polyform implant (date of implantation is (B)(6) 2007), a pt injury occurred. The pt is identified as "(B)(6)." Her date of birth is unk, her weight and height details are unk. The hospital where the implantation procedure took place is the (B)(6), USA. The physician who treated the pt is dr. (B)(6). The polyform part number and lot number have not been provided. No other information regarding the product or the pt is available at this time.

Manufacturer narrative:
Method: device was not returned for eval. Conclusions: inconclusive, investigation ongoing. The device is a synthetic device made from (B)(4). Injuries such as pain, mesh erosion, infection, incontinence, fistula formation and dyspareunia are documented risks associated with the polyform device - ref design (B)(4) and polyform product insert (instructions for use).